Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and diabetic ketoacidosis. The cause of elevated bg was unknown, however customer reportedly was not properly managing diabetes; missing meal boluses and not checking bg levels. Subsequently, customer was hospitalized. Bg was treated with intravenous drip. Reportedly, the customer was released 36-72 hours later with the issue resolved, however customer suffered cognitive delays. Customer acknowledged pump and supplies working as intended.